Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. B5 should have been reported as: the manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused asthma, decreased o2 saturations, nasal irritation, sore throat, burning/dry eyes, nasal issues, epistaxis, liver issues, low red blood cell count and blood issues. The patient has alleged to seeing black specs/particles in the device. The patient did report to receive medical intervention and saw a physician and prescribed medication. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. A1 was incorrectly entered. It is corrected on this report. In addition, section b1 should have been marked as an adverse event and b2 was left blank. Both are corrected on this report. H1 was incorrectly reported as a malfunction and should be reported as a serious injury. It is corrected on this report. Section h6 was updated with the appropriate health effect - clinical code and health effect - impact code.

Manufacturer narrative:
The manufacturer previously reported an allegation related to CPAP device's sound abatement foam became degraded. Section b5 should be corrected as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging caused asthma,decreased o2 saturations, nasal irritation, sore throat, burning/dry eyes, nasal issues, epistaxis, liver issues, low red blood cell count and blood issues.the patient also has alleged to seeing black specs/particles,wheezing,breathing isssues,light headed in the device related to a CPAP device's sound abatement foam. The patient did report to receive medical intervention and saw a physician and prescribed medication. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 (health effect - clinical code) has been corrected and (type of investigation,investigation findings, investigation conclusions) has been updated in this report.

Event description:
The manufacturer received a voluntary medwatch (m5104569) alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on aug 05, 2024, and section h11 should be reported as: the manufacturer received a voluntary medwatch (m5104569) alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam.the manufacturer previously received information alleging caused asthma,decreased o2 saturations, nasal irritation, sore throat, burning/dry eyes, nasal issues, epistaxis, liver issues, low red blood cell count and blood issues.the patient also has alleged to seeing black specs/particles,wheezing,breathing isssues,light headed in the device related to a CPAP device's sound abatement foam. The patient did report to receive medical intervention and saw a physician and prescribed medication. Additional information was received about the allegation of rad (reactive airway diseas) and other (unspecified health condition) section h6 health effects: clinical codes has been updated in this report.